Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturing representative indicated that upon interrogation of the patient¿s device in the post-operative room, all impedances were within normal limits. They noted that the high impedances had corrected themselves. They were able to get good coverage for the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative about a patient being implanted with an implantable neurostimulator (ins) for spinal pain and post lumbar laminectomy syndrome. It was reported that the patient¿s implant surgery was on (B)(6) 2017. It was reported that they started the ins/lead implant with a couple high impedances in the mltc (multi-lead trialing cable), which eventually ¿corrected¿ after the leads were reinserted. The manufacturing representative then mapped out the leads. During this process the patient felt paresthesia across all contacts between 3-6v. The healthcare provider then secured the lead with the anchor. Once the leads were placed in the ins there were consistent impedance issues. The leads were pulled out and wiped down multiple times, but there were still high impedances (>40k ohms, >10k ohms) across different reference electrodes. Leads were put into opposite ports as well, but the same issue occurred. The leads were checked in the mltc again at 3v and the same contacts had high impedances. In the end, contacts 11-13 showed impedances greater than 40,000 ohms on reference electrode 0 and 4-7. It was reported that the healthcare provider is likely going to remove the system and go with another vendor.